Event description:
Pt presented with complaints of right knee pain. Past history was significant for an injury to the knee sustained in a motor vehicle accident during 1989. He underwent anterior cruciate ligament reconstruction and continued to have pain. He was seen approx. One and one-half years ago, at which time he underwent a right total knee arthroplasty secondary to degenerative joint disease. He never did well following the surgery and complained of continued pain. A bone scan was performed which was consistent with a possible infection on the knee. Pt was admitted to the hosp for revision arthroplasty of the knee. Intraoperatively, a gram stain was performed which was negative for presence of infection. Intraoperative cultures were also obtained and reported as negative for organism growth. Pt was felt to have aseptic loosening of the patellar/tibial components.